Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly and jumping up without being connected to a power source. Review of the pump data by tandem technical support showed that the battery gauge depleted from 35% to 20% within 3 minutes. The pump batty then increased from 20% to 35% without being connected to a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use pump until the replacement pump was received. The customer also stated that manual injection supplies were available.